Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter was not communicating with the insulin pump and received a lost sensor alarm. The customer also reported having severe low blood glucose. Blood glucose value was in the 40 mg/dl range. Troubleshooting was declined. The customer was assisted with reconnecting the transmitter. The product will not be returned for analysis.